Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same access 2 immunoassay access clinical system and obtained lower results within the assay's normal reference range. Plus, a different sample from the same draw was analyzed on the same access 2 immunoassay access clinical system and also gave a result within the assay's normal reference range the elevated accutni+3 result was released from the laboratory but there was no patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin tube and was centrifuged at 8,000 revolutions per minute for three (3) minutes at room temperature. No issues with sample integrity were reported by the customer.